Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse noted the wash pump was leaking causing buffer to leak inside instrument. The fse cleaned the inside of the instrument. The fse rebuilt the wash pump and replaced the rotor, wash seal and stator. Upon priming the fse did not note any leaking or air bubbles. Verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the event. The wash pump was leaking thereby allowing air into the closed system. This would cause splashing into the reaction vessels during washing.

Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for two patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer stated the falsely elevated troponin I results were not reported outside the laboratory. The customer reanalyzed the patient's samples on their alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number: not supplied) and obtained results that were lower but still above the customer's set reference range. The customer also reanalyzed the samples on the analyzer in question and obtained results that were lower but still above the customer's set reference range. There was no report of patient injury or change in patient treatment associated with this event. The customer noted level 1 quality control (qc) was out of the laboratory's established ranges prior to the event but recovered within range upon repeat. The system check was within expected ranges. The patient samples were lithium heparin plasma. Samples are centrifuged at 5100 rpm (revolutions per minute) for 3 minutes. There were no noted issues with sample quality or integrity. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.